Event description:
Multiple medfusion syringe pumps have shut down without warning. Usually, a pump will alarm low battery prior to shut down which gives an rn time to plug the pump in and avoid the shut down. There is an issue with the batteries/battery sensors that are causing them the suddenly just shut off without warning. These pumps run inotropes and sudden shut down can cause hemodynamic instability in already critically ill patients. Figure out a way to better inspect the batteries/battery sensors during yearly routine maintenance checks. Battery failure without audible alarm.